Manufacturer narrative:
Manufacturer's investigation conclusion: the reported sounds from the patient¿s chest could not be confirmed based on the provided information. A specific cause for the sounds could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Review of the submitted log files revealed no notable events or alarms. Power cable disconnect alarms that appeared consistent with routine power source changes were observed. The device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart. 2000 rpm above and below low speed limit. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient heard audible alarms coming inside the patient's chest. The patient has an ICD implant that was ruled out as a potential alarm source. Vad interrogation appeared to capture a few power cable disconnect alarms. It was noted there was some corrosion on the patient's system controller. The system controller was exchanged. Log files were submitted to tech services for review. Log file review appeared to capture the reported power cable disconnect alarms that appeared to be associated with routine power source changes.

Manufacturer narrative:
Corrections: d4. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.